Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off as it got tangled with furniture. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.